Manufacturer narrative:
Motor error alarm during the basic occlusion test and compromised force system sensor alarm during prime and test at 1.5 pounds due to jammed motor gear box. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised sensor system during normal use. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done and displacement test performed but the test failed. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.